Event description:
It was reported that clips falling out. No pt injury.

Manufacturer narrative:
When the investigation is completed and I receive the engineer's report, I will file a supplemental report.